Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r953119901). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 325s and heparin was administered. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was re-sheathed one time due to the implant depth too high. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the a post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to trace of periuvular leak (pvl). Post implant, a trivial pvl was noted on transthoracic echocardiogram (tee). On (B)(6) 2025, the estimated glomerular filtration rate (egfr) was dropped 65 to37 likely in setting of contrast and hypovolemia. The patient withhold diuretics until efgr improves. Post implant, the patient was confused and combative. The patient had a brain computed tomography (CT) showed multiple areas of recent infraction as outlined favored embolic. On (B)(6) 2025, the patient had tachycardia, heart rate was 140bpm. Electrolyte and amiodarone was given.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 325s and heparin was administered. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was re-sheathed one time due to the implant depth too high. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the a post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to trace of periuvular leak (pvl). Post implant, a trivial pvl was noted on transthoracic echocardiogram (tee). On (B)(6) 2025, the estimated glomerular filtration rate (egfr) was dropped 65 to37 likely in setting of contrast and hypovolemia. The patient withhold diuretics until efgr improves. Post implant, the patient was confused and combative. The patient had a brain computed tomography (CT) showed multiple areas of recent infraction as outlined favored embolic. On (B)(6) 2025, the patient had tachycardia, heart rate was 140bpm. Electrolyte and amiodarone was given. The patient was reported discharged.

Manufacturer narrative:
An event of renal failure, tachycardia and moment disorder was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical intervention was a result of post-implant balloon valvuloplasty due to trace of periuvular leak and medication administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.